Manufacturer narrative:
Although the exact date of the primary surgery is unknown, it was reported to have occurred approximately five years ago. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The report states: patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address elevated metal ion levels. Synovitis stained with metal debris noted intraoperatively. Doi: approx. 5 years prior to revision - dor: (B)(6) 2011 (left hip). The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address elevated metal ion levels. Synovitis stained with metal debris noted intraoperatively. Update: (B)(6) 2011, litigation paper received, there is no new information that would change the outcome of this investigation. Update: (B)(6) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information and date of implant. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation.

Event description:
Patient contacted depuy as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the patient was revised to address elevated metal ion levels. Synovitis stained with metal debris noted intraoperatively.